Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the low blood glucose (bg) continuous glucose monitor (cgm) alerts were not being declared. Reportedly, the volume was set to "vibrate." Customer¿s blood glucose level was 54-361 mg/dl. The customer continued to use the pump for insulin therapy.